Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic experiencing dizziness and bradycardia. Upon interrogation the right ventricular lead impedance and capture were noted to be high. The lead was capped and replaced on (B)(6) 2017. The patient was stable post procedure.